Event description:
Additional information received reported the pump had irregularities in its dosing. The previously reported volume discrepancy indicated the pump was not accurately giving out what it was supposed to. There was no indication that there was a change in therapeutic effect.

Manufacturer narrative:
(B)(4).

Event description:
In late (B)(6), it was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). Arv 10 and erv 2. There were no patient symptoms reported at that time. It was indicated that the patient would be scheduled for a pump replacement soon. The date had not been set yet and the doctor didn't wish to do any other troubleshooting or diagnostics before that time since the patient was not having any symptoms. In late may it was later reported the patient's therapy was only working intermittently, indicating that patient has a lot of residual volume. The pump delivered hydromorphone.

Manufacturer narrative:
Catheter: model #8731, serial # (B)(4), implanted on: (B)(6) 2005, explanted on:unknown. (B)(4).